Event description:
It was reported that during the implant procedure, prior to placing the lead in the patient the lead helix was exercised. After about 20 turns the helix would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.